Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer "almost" went into diabetic ketoacidosis (dka). Contact did not provide further information. Although multiple attempts were made by tandem technical support to obtain additional information, contact did not reply.